Event description:
It was reported that this electrode was removed from service during the procedure to explant the associated subcutaneous implantable cardioverter defibrillator (s-ICD) due to suspected premature battery depletion. X-ray identified this electrode had been positioned too far to the left at the initial implant procedure. A replacement electrode was implanted without further incident.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this electrode was removed from service during the procedure to explant the associated subcutaneous implantable cardioverter defibrillator (s-ICD) due to suspected premature battery depletion. X-ray identified this electrode had been positioned too far to the left at the initial implant procedure. A replacement electrode was implanted without further incident.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.